Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A2: age at time of the event: unknown / not provided. A4: patient weight: unknown / not provided.

Event description:
It was reported one multi-unit abutment fractured by the screw part. And one retaining screw fractured inside the other abutment. Abutments were removed. Procedure was completed. This report refers to abutment fractured by the screw part.

Manufacturer narrative:
Zimvie complaint number (B)(4) the following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) ilpc444u, (certain low profile one-piece abutment 4.1mm(d) x 4mm(h)) for evaluation. Visual evaluation of the as returned device identified the abutment with signs of use. Fracture identified at the threads of the screw. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. Device history record (DHR) review was completed for the subject lot number 2023030029. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2023030029 for similar events and four (4) other complaints were identified. Review completed utilizing keywords: fracture screw based on the investigation and risk management file review, the most likely root causes determined from the investigation are incorrect techniques used during placement/seating, or patient factors. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.